Manufacturer narrative:
The following is additional information received per the medical records and the patient profile form (ppf): the following additional information received per the medical records indicate that, the patient was admitted to the hospital for left calf pain and a left calf hematoma. Over the course of the hospital stay, the patient started developing more worsening of the pain, swelling, also mild paresthesia. The filter was implanted due to his recent pulmonary embolism and the contraindication to coumadin. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately eight years and seven months post implantation. The patient reports perforation of filter struts outside the ivc, and severe lower back pain and abdominal pain. The patient also reports suffering from depression, stress, and anxiety. Corrections: : initial reporter name and address. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, blood clots, clotting and occlusion of the ivc, tilting and perforation of the filter. The patient reports perforation of filter struts outside the ivc, and severe lower back pain and abdominal pain. The patient also reports to have experienced depression, stress, and anxiety. The indication for the filter placement was a history of pulmonary embolism (pe) and a contraindication to coumadin. The implant procedural details have not been provided. Prior to the filter implant, the patient presented to the hospital with left calf pain and a left calf hematoma, over the course of the hospitalization the calf pain and swelling became worse and the patient also developed mild paresthesia, diagnosed as compartment syndrome. Two days post filter implant the patient was to have a fasciotomy of the posterior compartment and drainage of the deep leg hematoma. The pe was thought to be related to a provoked deep vein thrombosis, given the patient¿s significant travelling. The patient was also noted to have a history of hypertension and had an episode of supraventricular tachycardia during the hospital stay, that was very well controlled with beta blocker, it is unknown if the arrythmia occurred before or after the filter implant. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, thrombosis in the filter and occlusion of the ivc do not represent a device malfunction, rather clinical factors that may have influenced the events include patient, pharmacological and lesion characteristics. Without procedural films or post-implant images for review, the reported filter tilt, and perforation of the ivc could not be confirmed. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. Anxiety, abdominal and back pain do not represent a device malfunction and may be related to underlying patient specific issues. There is nothing in the reported information to suggest that there is a design or manufacturing related issue, as such no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, blood clots, clotting and occlusion of the ivc, tilting and perforation of the filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the medical records indicate that, the patient was admitted to the hospital for left calf pain and a left calf hematoma. Over the course of the hospital stay, the patient started developing more worsening of the pain, swelling, also mild paresthesia. The patient¿s supraventricular tachycardia during the hospital stay was very well controlled with beta blockers. However, it is unknown if the arrythmia occurred before or after the filter was implanted. The filter was implanted due to his recent pulmonary embolism and the contraindication to coumadin. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately eight years and seven months post implantation. The patient reports perforation of filter struts outside the ivc, and severe lower back pain and abdominal pain. The patient also reports suffering from depression, stress, and anxiety. According to the discovery form, the patient received the ivc filter for pulmonary embolism (pe) and left calf hematoma. Medical conditions and treatments alleged to be attributable to the implanted ivc filter include perforation, tilting, and bilateral deep vein thrombosis (dvt) with thrombus up and above the ivc filter. The patient further reports physical and emotional injuries related to tilting and perforation of the filter and the resultant symptoms.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently tilted, perforated the inferior vena cava (ivc) and caused blood clots, clotting and occlusion of the ivc, thrombus up and above the filter and deep vein thrombosis. The patient reports perforation of filter struts outside the ivc, and severe lower back pain and abdominal pain. The patient also reports to have experienced depression, stress, and anxiety. The indication for the filter placement was a history of pulmonary embolism (pe) and a contraindication to coumadin due to a hematoma. The implant procedural details have not been provided. Prior to the filter implant, the patient presented to the hospital with left calf pain and a left calf hematoma, over the course of the hospitalization the calf pain and swelling became worse and the patient also developed mild paresthesia, diagnosed as compartment syndrome. Two days post filter implant the patient was to have a fasciotomy of the posterior compartment and drainage of the deep leg hematoma. The pe was thought to be related to a provoked deep vein thrombosis, given the patient¿s significant travelling. The patient was also noted to have a history of hypertension and had an episode of supraventricular tachycardia during the hospital stay, that was very well controlled with beta blocker, it is unknown if the arrythmia occurred before or after the filter implant. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, thrombosis in the filter and occlusion of the ivc do not represent a device malfunction, rather clinical factors that may have influenced the events include patient, pharmacological and lesion characteristics. Deep vein thrombosis does not represent a device malfunction, additionally, ivc filters are not indicated for use in the prevention of dvt. Without procedural films or post-implant images for review, the reported filter tilt, and perforation of the ivc could not be confirmed. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. Anxiety, abdominal and back pain do not represent a device malfunction and may be related to underlying patient specific issues. There is nothing in the reported information to suggest that there is a design or manufacturing related issue, as such no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of the optease vena cava filter. The indication for the filter placement was not reported. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, physical and emotional damages from blood clots, clotting and occlusion of the inferior vena cava (ivc), tilting and perforation of the filter and resultant symptoms. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. Blood clots and thrombosis/occlusion within ivc does not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. The brief also reported perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, physical and emotional damages from blood clots, clotting and occlusion of the ivc, tilting and perforation of the filter and resultant symptoms. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.